Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor and no physical damage was observed. However, corrosion was visible through the sensor outside casing. The evm (evaluation module) has been reset to scan the sensor again but did not scan the sensor. Therefore, the data was unable to be extracted. An extended investigation has also been performed. The returned sensor was de-cased and a visual inspection has been performed and observed the battery and pcba (printed circuit board assembly) to have contamination. Data was unable to be extracted. The battery was then replaced and was then able to extract the data. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. Returned sensor passed linearity testing, indicating that the glucose results provided by the sensor were accurate. Therefore, the high sensor scan readings reported by the customer is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.